Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was returned to baxter and an evaluation was performed. Evaluation confirmed the reported symptom of system error 105 through the history log, but could not reproduce it. Evaluation found severed motor mount screws, which were responsible for the reported symptom. The motor assembly and motor screws were replaced.

Event description:
It was reported that a pump alarmed for system error 105. It was also reported that there was no patient involvement.